Manufacturer narrative:
Block h6: device code a180104 is being used to capture the reportable event of device contamination with chemical or other material. Block h11: device evaluation: upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. The unit was returned in a generic plastic bag, overall revision was performed, only unknown particles were returned, uncertain if it was a foreign material or spaceoar hydrogel. Mtac analysis confirmed that the particles found in the syringe could correspond to sedimented material from the same accelerator, the accelerator present in the syringe contains elements such as sodium and phosphorus, derived from the main components of the chemical. Based on the evidence, the reported event of "foreign material present in device" is not confirmed since the particles are sedimental material from the same accelerator.

Event description:
It was reported that prior to the spaceoar placement, foreign matter with crystal-like features was observed in the accelerator syringes. The kit was stored in a refrigerator, leading to the possibility that the contents had solidified. Despite waiting several minutes, there were no indications of melting. Consequently, a new device was utilized to complete the procedure. There were no reported patient complications due to this incident.

Manufacturer narrative:
Device code a180104 is being used to capture the reportable event of device contamination with chemical or other material.

Event description:
It was reported that prior to the spaceoar placement, foreign matter with crystal-like features was observed in the accelerator syringes. The kit was stored in a refrigerator, leading to the possibility that the contents had solidified. Despite waiting several minutes, there were no indications of melting. Consequently, a new device was utilized to complete the procedure. There were no reported patient complications due to this incident.

Event description:
It was reported that prior to the spaceoar placement, foreign matter with crystal-like features was observed in the accelerator syringes. The kit was stored in a refrigerator, leading to the possibility that the contents had solidified. Despite waiting several minutes, there were no indications of melting. Consequently, a new device was utilized to complete the procedure. There were no reported patient complications due to this incident.

Manufacturer narrative:
Block h6: device code a180104 is being used to capture the reportable event of device contamination with chemical or other material